Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: bi71000125; lot/serial #: unknown. The manufacturer representative (rep) went to the site to test the imaging system. The reported issue was confirmed and they rep reseated the battery monitor board cable. Then replaced the motion batteries to extend transit and wait time for the imaging system. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that when booting the system the screen was black, the site rebooted and they received a low battery error message. No patient was present at the time of the event.